Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that one ins was discharging very quickly. The consumer reported that this had been happening for a couple of months. The patient had not made any changes to her stings and the patient didn¿t know how to do it. The patient gets good coupling when charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that nothing unusual led to the implant discharging very quickly. The patient reported that both were charged full, the left side was empty and the right side had ¾ charge. The issue was not resolved. No further complications were reported.